Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not powering on) was confirmed. Upon investigation, the charger was unable to power on. The cause for failure was isolated to a shorted connector on the bedside board. The root cause of the shorted connector was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor, battery won't latch) was confirmed. There was thermal damage on the connector cause by liquid contamination throughout the battery. The battery was unable to power on or latch to a monitor due to the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to power on a monitor.